Manufacturer narrative:
The exact date of the event is unknown. The provided event date, 01/01/2023, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 01/27/2023. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Device code a1502 is being used to capture the reportable event of gel misplaced-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a placement procedure performed on an unknown date. Post spaceoar vue placement procedure, the images were reviewed, and it was noticed the hydrogel had likely gotten into the venous plexus and was surrounding the capsule. The superior veins were observed, and nothing had reached further than the level of the base of the prostate. Therefore, the risk of an embolism seemed unlikely. The patient is asymptomatic and received their planned radiation treatment. Boston scientific has been unable to obtain additional details, despite good faith efforts (gfes).